Manufacturer narrative:
Siemens filed initial MDR 2517506-2023-00104 on 24-mar-2023 and the first supplemental report on 24-apr-2023. Additional information (07-jun-2023): siemens further evaluated the incident and determined that the customer used codabar symbology on the atellica sample handler prime, which is disabled by default. Siemens labeling recommends using code 128 in accordance with clinical and laboratory standards institute (clsi) approved standards, which indicates that codabar symbology should be replaced with code 128 before december 31, 2003. The customer's use of the codabar symbology did not follow siemens labeling and clsi approved standards and this contributed to the incident. The medical device problem codes, investigation findings codes, and the investigation conclusions codes of section h6 were updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
Siemens filed initial MDR 2517506-2023-00104 on 24-mar-2023. Additional information (29-mar-2023): siemens further investigated the issue and determined that a spectral reflection off of the top of the generation 2 vessel mover manager (vmm) carriers on the tube contributed the misidentification of the tube's sample identification (sid) number. The tube characterization station (tcs) left camera incorrectly reported the patient sample barcode. The component code, investigation findings code, and the investigation conclusions code of section h6 were updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A sample barcode, with sample identifier (B)(6), was misread on an atellica sample handler prime as (B)(6). Sample identifier (B)(6) was flagged on the user interface as "no order " as there was no pending orders on this sample. Therefore, the sample was not processed and no results were released under the wrong sample identifier. When the specimen was loaded on another atellica solution and measured, the barcode was recognized, the sample was successfully processed. There are no known reports of patient intervention or adverse health consequences due to the sample barcode misread.

Manufacturer narrative:
An outside the united states (ous) customer contacted a siemens customer care center (ccc) and reported that there was a misread sample barcode on the atellica sample handler prime. Siemens reviewed the tube characterization station (tcs) raw camera data and service console and found that the misread was caused by the left camera of the tcs. Siemens compared the correct barcode and the misread barcode and recommended that the room lighting be changed to prevent light interfusion into the tsc. The customer changed the position of overhead light. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse replaced the tcs cameras, the cables between the camera to characterization station (cs) universal serial bus (usb) failover controller, the cable between the cs usb failover controller to the sample handler module manager (mm), and the cable cs usb failover controller to 700mm track master input/output (io). Then, adjustments were performed. The carrier type for the tubes was changed from generation 2 to generation 1. A black cloth was placed on the atellica sample handler prime to avoid excess light. The mm was proactively replaced. No further issues have been observed. The instrument is performing according to specifications. No further evaluation of this device is required.